Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the pain and migration are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a patient was having their generator moved to a different location due to the patient complaining of pain and feeling like it is moving. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
It was reported that the repositioning surgery occurred, and the generator was not turned off. The generator was interrogated and checked prior to surgery. The impedance was checked and the magnet was swiped. Generator output was equal to the patient's settings, impedance was normal, and magnet swipes were recorded by the generator. No additional relevant information has been received to date.

Event description:
Information was received that the patient's pain is due to the presence of the device and the believed cause of the migration is related to patient physiology. No additional relevant information has been received to date.